Event description:
The consumer reported an unconfirmed false positive result with binaxnow covid-19 ag self-test on (B)(6) 2023. Per the consumer, they received a positive result on (B)(6) 2023, and a negative result on (B)(6) 2023 on binaxnow covid-19 ag self-test. The consumer performed a rapid antigen test brand (unknown) on (B)(6) 2023 and generated a negative result. The consumer was symptomatic a few days before testing. Additionally, the consumer sated that they are feeling fine. A confirmatory test was not performed. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 192376 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 192376 and device part number 195-430h / lot 187910. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 192376 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue, however it could have possibly been related to the specific patient sample. H3 other text : device discarded, single use.

Event description:
The consumer reported an unconfirmed false positive result with binaxnow covid-19 ag self-test on (B)(6)2023. Per the consumer, they received a positive result on (B)(6)2023, and a negative result on (B)(6)2023 on binaxnow covid-19 ag self-test. The consumer performed a rapid antigen test brand (unknown) on (B)(6)2023 and generated a negative result. The consumer was symptomatic a few days before testing. Additionally, the consumer sated that they are feeling fine. A confirmatory test was not performed. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. H3 other text : device discarded, single use.